Event description:
It was initially reported that during a procedure for a posterior communicating artery aneurysm, resistance was encountered when the stent was advanced into the microcatheter. After withdrawing the stent, it was found that the stent had become detached inside the microcatheter. A new stent was replaced, and the patient is in recovery. When the device was received and analyzed, the microcatheter exhibited coil protruding into the lumen at the hub transition.

Manufacturer narrative:
The lot number was not provided; therefore, a search for production-related non-conformances could not be performed. Investigation conclusion: the investigation found the microcatheter returned with a stent detached in the hub, which is consistent with the condition described in the reported event. The stent was retrieved with the proximal end pushed into the interior, which is consistent with high advancement force. The stent shape was corrected during the investigation, and the device was loaded onto an in-house pusher with an in-house introducer for functional testing. The stent was advanced into an in-house microcatheter and deployed without resistance. Further investigation of the returned microcatheter found exposed coil protruding into the lumen at the hub transition, which would have caused the reported resistance and premature detachment. The physical evaluation of the device could not identify the conditions or circumstances that led to the exposed coil, but this condition is consistent with a deviation in the manufacturing process and will be addressed per the quality system process. A CAPA has been initiated.